Event description:
During an in clinic follow up, low pacing impedance, r wave amp variation and a loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and a lead dislodgement was suspected. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.